Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus duodenovideoscope to the service center for separate issues. During the device analysis, the service center indicates that adhesive around objective lens has wear, adhesive around light guide lens has wear, and adhesive around the server plug in has a chip. There was no patient involvement.